Manufacturer narrative:
(B)(4). Additional information received: I went back to the nurse and she said she did not know if it was the device or the cartridge but could not get the device to work. Tried the second device and could not get that device to work. Had to call in another nurse to assist and still could not get the device to work. Both nurses are lead nurses who are over services and know how to use the device but had no luck using the two devices but was able to get another device that did work. The analysis results found that the atw35 device (b) was received with a 6r45b cartridge loaded on the device unfired and in good visual conditions. The device was tested for functionality with the returned reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The returned cartridge reload was loaded into the device without difficulties and did not fall out during the visual and functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a laparoscopic appendectomy procedure, according to the incident report, the device worked fine on the first firing. On the second firing, the cartridge reload fell off of the device. A third cartridge was loaded on to the device and the device misfired. A second device was pulled and this second device misfired. The case was completed with a third device of the same product code. According to the incident report "there could have been potential injury to the patient".